Event description:
It was reported that an inappropriate shock was delivered to a patient for atrial fibrillation (af) with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.